Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. Data was evaluated and an app crash alert was not found. However, an sql error was found in connection to the reported alert, which confirmed the allegation. The probable cause could not be determined. No injury or medical intervention was reported.